Manufacturer narrative:
There were multiple 510k numbers reported to be involved. The information is as follows: g.4. PMA / 510(k)#: k230855. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported prior to using bd vacutainer® sst¿, the body of one (1) tube has poor injection molding. No adverse impact was reported regarding the patient or user.

Event description:
It was reported prior to using bd vacutainer® sst¿, the body of one (1) tube has poor injection molding. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary: bd had not received any samples for investigation. Therefore, a total of 30 retained samples were subjected to a visual inspection for broken or damaged tubes, and all samples passed. Additionally, 10 retained samples were inspected for brittleness, and all samples passed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: broken - before use. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.